Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported false shocks from the implantable cardioverter defibrillator (ICD). They also reported receiving a 220v shock from their water heater which they believed had reset the ICD to factory settings, resulting in an increased occurrence of seizures. Previous investigation revealed the patient has a thirty year history of seizures. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.